Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there was tissue loss and tissue damage. No blood loss. The patient status at the time of this report: on the operating room table and stable

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal cuff closure on a total laparoscopic hysterectomy procedure, the device needle broke in half. There were reportedly 6 different lots of the device pulled for the case and unknown which one broke in the patient. An x-ray was done on the same day and confirmed that the product was in the vaginal cuff. They have examined the vaginal cuff, placed a magnet in the vaginal cuff and intra-abdominally and have not been able to locate the missing needle portion. The surgical time was extended 2 hours because of the device issue. Patient outcome is unknown.